Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell thee of four on the home choice (hc). During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) had the home patient (hp) cycle power to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.